Event description:
It was reported that, "adverse local tissue reaction."

Manufacturer narrative:
An evaluation of the devices cannot be performed as the devices were retained by the doctor and were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-00963.